Event description:
Additional information received indicates that the effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2021-02717, 3006705815-2021-02718. It was reported lead fracture at the anchor site was observed. As a result, the patient may undergo surgical intervention to address the issue. It is unknown which lead is fractured, so all three potential leads are being reported.